Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - analysis of the provided idf files confirmed the reported event: the files were loaded on a smarttouch programmer with smartview 3.10 software version installed, and it was impossible to import them as they were not visible. - in-depth analysis revealed that the observed behavior resulted from a software issue which only occurs under specific conditions: when the programmer is parsing idf files on a usb key and the date of birth is missing in the files. As a result, an exception is raised and the files are not displayed in the ¿import¿ page. - it should be noted that a correction of this issue is available in the smartview 3.12 software version. - no anomaly is suspected with the associated smartview connect.

Event description:
Reportedly, five remote files generated by a smartview connect were downloaded in the smartview remote monitoring website, and none of them was visible to be imported in the smarttouch programmer. The attempt was repeated with different programmers and different software versions, but the same behavior was observed.